Event description:
Pt fell at home, admitted for recurrent fracture of the femur in the distal segment as well as rod intramedullary nail. Initial surgery 3/15/94 for orif of supracondylar fracture where im nail placed.